Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis and picture was also provided. Visual inspection was performed, and cut (tear) was noted in tube, green arm is disassembled with component missing, product looked like it was manipulated and tried to use by the customer. During functional testing, the sample was filled whit 100 ml of colored water using a syringe to detect any leakage. A leak was detected; the sample unit present a leak due a cut. Based on the visual inspection and functional testing, the reported nonconformance is confirmed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd cassette reservoirs was found leaking in between the cassette and pump. No patient injury reported.